Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. A definitive root cause of the foreign material in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and customer allegation of weak air supply could not be confirmed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and the play of up/down knob was out of the standard value. An abnormal sound was made due to damage on right/left knob. Adhesive on bending section cover had a chip. The light guide bundle was slipping down. Connecting tube had a dent. Scratches were found throughout the device. Due to slipping out of light guide bundle, illumination was uneven. Three good faith efforts were made to obtain additional information regarding the event; however, no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had weak air supply even after button replacement. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon evaluation of the returned device, it was found that the nozzle had foreign materials. This medical device report is being submitted to capture the reportable malfunction found during evaluation.